Event description:
It was reported that stent damage occurred. A 38x2.50m promus premier¿ stent was selected and advanced; however, the device was unable to cross the target lesion. An attempt was made to advance the device using a non-bsc guide extension catheter; however, the device came into contact with the collar part of a non-bsc guide extension catheter. It was then noted that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).